Event description:
During testing with service software, the ventilator failed the o2 flow and o2 mixer test after mainboard replacement. After replacing the o2 mixer assembly, the issue no longer occurred. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
During testing with service software, the ventilator failed the o2 flow and o2 mixer test after mainboard replacement. After replacing the o2 mixer assembly, the issue no longer occurred. Investigation is ongoing.